Manufacturer narrative:
The field service engineer found an issue with the degasser which was replaced. Ise checks were performed. The customer ran calibration and controls; all passed. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated that they have been having ongoing issues with one level of control tested with ise indirect na for gen.2 on the cobas 8000 ise module since (B)(6) 2019. On (B)(6) 2019, the reporter replaced all electrodes. On (B)(6) 2019, the control was outside of range. The reporter replaced all electrodes again on (B)(6) 2019 and controls were ok when tested. The control was outside of range again on (B)(6) 2019. The reporter repeated an unspecified number of patient samples that were tested on (B)(6) 2019. The reporter stated that they needed to correct reports for two patient samples tested for na. The reporter provided data for four patient samples and of these, three had discrepant na results. No incorrect results were reported outside of the laboratory for the first two samples. An incorrect result was reported outside of the laboratory for the third sample. The repeat results from these samples were believed to be correct. The first sample initially resulted with an na value of 161 mmol/l, which repeated as 168 mmol/l. The second sample initially resulted with an na value of 125 mmol/l, which repeated as 132 mmol/l. The third sample initially resulted with an na value of 142 mmol/l, which repeated as 148 mmol/l. No adverse events were alleged to have occurred with the patients.